Manufacturer narrative:
Section g3: the date received by manufacturer in the initial report should be corrected to 14jun2023. Manufacturer's investigation conclusion: the reported events of atypical voltages and driveline disconnect alarms were confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for evaluation and a log file was downloaded for review. The submitted and downloaded log files collectively contained data spanning approximately 15 days ((B)(6) 2023 per timestamp). Beginning at 16:19 on (B)(6) 2023, the rsoc of both power cables were observed to fluctuate to abnormal values in the range of ~0.4v to ~11.1v. These fluctuations resulted in the activation of frequent power cable disconnect, low battery, and no external power alarms. It also appeared that the power cables of the controller were simultaneously disconnected from external sources from 16:34 to 16:41, causing another no external power alarm. The controller was then reconnected to what appears to be the same power source, and the abnormal voltages persisted. When necessary, the controller¿s backup battery activated and was able to provide voltage to the system. Also, during this timeframe of abnormal voltages, multiple driveline disconnect alarms were observed from 16:32 to 17:33. Provided information indicated that to the knowledge of the site, the driveline was only disconnected to exchange the controller. Therefore, it cannot conclusively be determined if these alarms are related to true intentional disconnections and reconnections of the driveline. While these driveline disconnect alarms were active, the pump was stopped. The controller was ultimately exchanged sometime after 19:04 of that day. The returned heartmate ii system controller was functionally tested and found to perform as intended. The controller was tested alongside multiple power sources, and no fluctuations in voltage were able to be reproduced, even when the power cables were manipulated heavily by hand. Multiple test drivelines were inserted into the controller during testing and manipulated by hand; however, driveline disconnects could also not be reproduced. The controller was inspected internally and externally, and no issues related to the driveline or power circuitry were identified. During the investigation there was an incidental finding of fluid ingress. The power cable jackets were removed, and slight fluid ingress was observed within both power cables. No damages to the individual wires were identified. Provided information indicated that all issues resolved with the exchange of the controller. The root causes of the reported events could not be conclusively determined through this analysis, as the events could not be reproduced during evaluation of the returned controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect, power cable disconnect, low voltage, no external power, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related pump stops are reported under MFR# 2916596-2023-04294. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to controller failed on patient requiring emergent controller exchange. Pump stops were also reported. The log review captured several odd rsoc voltage values beginning on (B)(6) 2023 when the patient was connected to wall power and batteries. It appeared that the driveline was disconnected multiple times between 4:32 pm and 5:33 pm. This is typically associated with degradation to the patient cable or patient controller leads. The patient was advised to not sleep on batteries. The controller was exchanged. There were no further alarms with new controller. The driveline disconnects were only known when the patient switched controllers. Related pump stops are reported under MFR# 2916596-2023-04294.